Manufacturer narrative:
(B)(4). Concomitant medical products - nexgen fluted stem mobile tibial component 00591605000 lot # 61435926, nexgen all poly patella catalog# 00597206532 lot# 61459818, nexgen femoral component catalog# 00578201551 lot# 61428317. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR: 0001822565-2016-01375, 0001822565-2020-00531.

Event description:
It was reported that patient was revised due to tibial loosening, pain, and instability.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a5, b4, b5, d10, e1, e2, e3, g4, g7, h1, h2, h3, h6, h10. Reported event was confirmed by review of medical records provided in the previous investigation. Visual evaluation of the returned device exhibit nicks and gouges indicative of use. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to non-indicated use of this device. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.